Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a problem with the power supply to the azurion system. Review of the system log file showed issue making x-ray and schneider ups error with output overload. Since the onsite engineer was not trained on ups, he recommended the customer to contact schneider and request a battery load test and an inverter test for the ups overload error issue. This would provide the customer with the most up-to-date status of the batteries' state/charge level to handle the load. Since then, the customer has not called or updated service. As a result, it was assumed that the customer's problem had been resolved because the work order status was marked as closed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Device problem code and health impact codes were corrected.

Event description:
It has been reported to philips that the system power was overloading the ups. No harm has been reported to philips. Philips has started an investigation of this complaint.